Manufacturer narrative:
Investigation: during DHR review all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7321522 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Four photos and 1 loose 1ml ll syringe were received and evaluated. The returned syringe was observed to have a white looking spot near the bottom of the barrel embedded in the wall. The spot is a small embedded ball of tiny bubbles and is a molding imperfection. The photos also depicted one syringe with a customer tip cap attached, apparently filled with 0.16 ml of clear liquid. The barrel had an unidentified mark, possibly damage, around the zero line and also part of the print missing around 0.65ml grad lines. Air bubbles ¿spot¿ ¿ potential root cause for the air bubbles defect is associated with the molding process. Missing print ¿ due to the manipulated nature of the sample it is not possible to determine the potential root cause for missing print based on the photo alone. It is possible it occurred during the manufacture of the product. It is also possible the print was affected during sample¿s manipulation.

Event description:
It was reported that during the use of the bd syringe luer-lok¿ tip there is part of the scale which is wiped out (or not printed) and there is a white stain foreign matter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd syringe luer-lok¿ tip there is part of the scale which is wiped out (or not printed) and there is a white stain foreign matter.